Manufacturer narrative:
Complaint conclusion: as reported, a 6/7f mynxgrip vascular closure device (vcd) was defective. Upon removal, the sealant had come out with device as it was still attached to delivery system. Manual pressure was held. There was no reported patient injury. The product stored as per labeling and was opened in a sterile field. The physician mentioned that after following proper steps of inflating balloon, retracting device, deploying sealant, pulling back sheath, advancing tube. Other procedural details were requested but were not provided. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The reported event of ¿sealant dislodged¿ could not be observed as the device was not returned for analysis. The exact cause of the reported event could not be determined. Based on the limited information available for review, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. According to the product¿s instructions for use (IFU), which is not intended as a mitigation, step 3: remove device, ¿retract syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site, then lightly grasp the advancer tube at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Slowly withdraw the balloon catheter through the advancer tube lumen. Note: if unusual resistance is felt during balloon catheter withdrawal, pull the advancer tube and balloon catheter together through the tissue tract. While maintaining fingertip compression on the skin, remove the advancer tube from the tissue tract. Continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, apply additional compression as necessary. Apply a sterile dressing once hemostasis is achieved.¿ it should be noted that failure to hold the advancer tube in place and/or a proper position of the tamping tube was not maintained during catheter removal, the sealant could be dislodged from the vessel wall. Additionally, if the user over-tamps by pushing the tamping tube too far into the hydrogel sealant, the grip tip of the sealant may adhere to the advancer tube and the sealant may follow the advancer tube out of the tissue tract during removal. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, a 6/7f mynxgrip vascular closure device (vcd) was defective. Upon removal, the sealant had come out with device as it was still attached to delivery system. Manual pressure was held. There was no reported patient injury. The product stored as per labeling and was opened in a sterile field. The physician mentioned that after following proper steps of inflating balloon, retracting device, deploying sealant, pulling back sheath, advancing tube. Other procedural details were requested but were not provided. The devices were not saved and will not be returned for evaluation.